Manufacturer narrative:
(B) (4). The intraocular lenses remain implanted with no plans to explant. Patient was not able to give us the serial numbers of his intraocular lens implants and requested that we not contact his physician. Manufacturing records were not reviewed as no identifiers were received. Halos and/or glare are a known and labeled possible side effect of all multifocal lens implants.

Event description:
An email was received from a patient reporting that he is experiencing halos around all lights at night restricting his driving a vehicle. He received bilateral implants of an amo multifocal intraocular lens (iol) in (B) (6) 2010. He inquired if we are aware of any glasses that would reduce his glare. He reported his reading ability is very good.